Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized in emergency room due to low blood glucose on (B)(6) 2020 with blood glucose level was 181 mg/dl. Customer did not using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with gave intravenous of insulin and monitored his blood glucose. Customer believed his insulin pump was alleging over delivered due to they felt bad after taking insulin. The customer stated that the drive support cap was normal. The customer also had high blood glucose technically and declined troubleshooting for high blood glucose. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. No over delivery anomaly or under delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. All buttons function properly. No unresponsive buttons noted. No damage noted on the keypad traces or on the keypad dome switches. During visual inspection, the keypad connector on the lcd board was found locked properly. No drive or motor anomaly or unexpected motor noise anomaly noted. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Device had scratched case, scratched keypad overlay, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).